Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 26. Details of surgery: ridge augmentation. On (B)(6) 2024, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.